Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an endovascular repair case it was found that the catheter straightener went through the hub of the sheath and was deployed in the patient. This had to be surgically removed. This issue was identified when the patient presented with claudication a few days after the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.